Manufacturer narrative:
Evaluation of the returned pod pc revealed offset coil winds on the embolization coil. If the pod pc is forcefully advanced against resistance, damage such as this may occur. Further evaluation of the device revealed that the pull wire was retracted from its alignment feature and advanced distal to the pusher assembly, and the embolization coil was detached form the pusher assembly. This damage was not mentioned in the complaint; therefore, it is likely incidental. Due to the returned condition, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of resistance encountered during the procedure.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, three pod pcs, five ruby coils, and five non-penumbra coils were successfully implanted into the target location. While advancing the next pod pc through the middle of the microcatheter, resistance was encountered and the coil became stuck. Therefore, the pod pc was withdrawn from the microcatheter. The procedure was completed using another pod pc of the same size, five additional pod pcs, and one pod coil with the same microcatheter. There was no report of an adverse effect to the patient.